Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices. Timing is disrupted in both devices and one of the handles is jammed. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the observed condition of disrupted timing and improperly seating tacks is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
Ftr# (B)(4). Per additional information received, this complaint has been downgraded and is no longer reportable.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, two devices were reported to have failed with no specific information from the account. No other manufacturer reinforcement material was used or any other manufacturer product. The patient is currently fine. There was no patient or user injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.